Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the force bipolar for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that the surgeon provided a product enhancement suggestion to an intuitive surgical, inc. (Isi) clinical sales representative (csr). Per the surgeon, the tissue could get caught between the sheath covering the wrist of the force bipolar instrument and the pulley. There was no reported patient injury. Isi followed up with the csr obtained additional information: the surgeon was providing product enhancement feedback based on the overall experience they had with force bipolar instruments. There was no patient issue injury associated with any of these experiences.